Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high" on cgm with high level of ketones, which were not identified as dangerous. Elevated blood glucose was addressed with a correction bolus via the pump and a supply changed. The customer reverted to manual dose injection for insulin therapy.